Event description:
The patient went back to exchange the ureteral stent that had been placed last (B)(6). The physician took two hours to try to pull stent away, but it was useless. So the physician pushed the stent back, the patient will be arranged for hospitalization. The physician said he will arrange extracorporeal shock wave lithotripsy (eswl) to reduce stones then try to pull stent away.

Manufacturer narrative:
(B)(4). Event is still under investigation.